Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device mini drawers did not allow the user to pull the entire drawer out when pulling certain medication. A technical support specialist (tss) stated that the device was designed to open all the drawers/pockets at once to assist the customer in performing an operation. The drawer will not open only if the user does not have privileges to a certain medication in the drawer. If the drawer requires access every time it needs to dispense, it will cause a delay during the operation and might impact patient care. As per master case 07483378, the field service engineer replaced the mini drawer controller board, but the configuration failed. Further, the engineer performed a re-image and synchronized as requested by csc, but the issue persisted. The engineer assisted the csc agent to resolve mini drawer configuration issues and confirmed that all hardware was working properly, and the issue was with the software. Later, the tss confirmed that the device was configured and the issue was resolved. The system functioned as intended after the technical support specialist and csc troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had device mini drawer allow user to pull entire drawer out when pulling certain medication may cause unwanted discrepancies. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had device mini drawer allow user to pull entire drawer out when pulling certain medication may cause unwanted discrepancies. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.